Manufacturer narrative:
The reported blood loss is attributed to the operator not performing alarm recovery or rinseback as instructed in the user's guide. The exact cause of the alarm cannot be determined. Occasional alarms during hemodialysis treatments are expected and should not result in blood loss if device labeling instructions are followed. A direct correlation between nxstage system one and the reported blood loss cannot be established. Facility staff has been notified and will review alarm recovery with the patient and operator. No similar problems reported subsequent to this event. Nxstage medical considers this report closed. No additional information will be provided.

Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. A system alarm occurred during a routine hemodialysis treatment. The operator discontinued treatment without performing alarm recovery or rinseback, resulting in blood loss of 190cc. No medical intervention was required.